Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an issue with insulin delivery and the health care provider insisted that the pump be replaced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/18/2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: on investigation, the alleged history/settings issue was not duplicated. Review of the black box data showed that the pump has never been used. Caps were not returned and test caps were used in the evaluation. The pump powered up and functioned properly. The pump¿s delivery accuracy was within specifications. A normal and an audio bolus were delivered and recorded correctly in the bolus history. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences.